Event description:
Complainant stated strips have been giving inaccurate readings for over a year. Complainant took the machine to the doctor to have tested to verify the accuracy of the strips. Complainant has been changing insulin according to wrong reading.